Event description:
Femoral dissection of the right femoral artery.

Manufacturer narrative:
The following was reported for this complaint; "femoral dissection of the right femoral artery" on request from creganna medical, further information was received specific to the reported event detailing the following; "after the procedure the patient was noted to have a femoral dissection, which was repaired by vascular surgeons. We cannot say for granted it was caused by the introducer itself, since the crossover technique applied to protect the femoral artery could also have contributed, since implanters have crossed from the contralateral artery unprotected by the guidewire." "The proctor feels it has occurred prior to the lotus introducer sheath positioning, during cross over, as the catheter was advanced without guidewire into the contralateral groin." Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 288576 did not highlight any anomaly which could contribute to this reported event. A similar complaint review was completed. As of 07th december 2015 no complaints have been opened in relation to lot # 288576. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication' where analysis of all available information determined that the reported event is an anticipated procedural complication as detailed within the IFU. Based on a review of the fmeas, vessel dissection as a reported classification is not a new or unanticipated failure mode. No updates are required for risk documentation based on this complaint. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
Femoral dissection of the right femoral artery.